Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex hf1400 set. The circuit was being infused with the patient's blood when the medical staff noticed a blood leakage from the male luer lock on the return line. The blood loss was estimated to less than 2 ml. The treatment was terminated and restarted using a new prismaflex set. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss.

Manufacturer narrative:
The review of the complaint history files and device history record for lot number 13k2510 shows no other complaint and no nonconformity was recorded regarding this lot number. The prismaflex hf1400 set was discarded and not available for inspection.